Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that on unknown date, unknown defect occurred. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage since the mixing cement tube has traces of hardened inside of it. A retain sample test performed by the manufactured in a temperature and humidity-controlled laboratory revealed that the reported cement mixed and behaved as expected for the product type and met the appropriate control specification. The reported complaint condition was not able to be replicated. A manufacturing record evaluation was performed for the finished device product description: vmp endurance 80g product code: 3172080, lot number: 4127351 and there are no non-conformance's associated with this lot. The overall complaint was not confirmed as the observed condition of the vmp endurance 80g would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: vmp endurance 80g product code: 3172080, lot number: 4127351 and there are no non-conformance's associated with this lot. Device history review: a manufacturing record evaluation was performed for the finished device product description: vmp endurance 80g product code: 3172080, lot number: 4127351 and there are no non-conformance's associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). G4: device is not distributed in the united states, but is similar to device marketed in the USA. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on unknown date, the monomer could not be poured smoothly, and the mixing procedure was abandoned halfway through.